Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of 234-238 mg/dl. The customer ate food and delivered a correction bolus to address the high bg level. The customer had over delivered causing the bg to lower to 38 mg/dl and juice was consumed to correct the low bg level. The customer indicated that the healthcare provider created a new personal profile for the customer and the basal rates were raised to help with the high bg levels.